Manufacturer narrative:
The analysis was provided to the manufacturer on february 03, 2017. System analysis/ service repair performed by distributor on february 03, 2017: the reported issues were evaluated and it was determined that reported error codes were due to residue found in the fiber device port. The device port was cleaned. The laser was functionally tested and it was determined that the laser is operating properly.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser displayed ¿errors 302.8 and 202.11¿. The procedure was completed with a different device patient outcome: there was no patient injury reported.